Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke. The broken part did not fall into the patient. Another like device was used to complete the procedure and no adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Result: representative samples of the product were returned for evaluation. The needles were inspected and tested for stiffness and ductility. There were no signs of manufacturing or material defects found. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.